Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was discovered that this pacemaker system and remote communicator was in a valid radio frequency (rf) overuse condition. It was determined that the patient has atrial fibrillation (af) and requires high rate atrial sensing. On-going monitoring of the rf status will be performed. This product remains in-service. No adverse patient effects were reported.